Manufacturer narrative:
(B)(4).

Event description:
It was reported to dexcom on (B)(6) 2016, by voluntary event report, that the patient's mother reported that the patient experienced a skin reaction from sensor adhesive on approximately (B)(6) 2015. Date of issue is an approximation based on information received. Patient's mother reported multiple occurrences of skin reactions across a 6 month time period. Exact dates are not listed. Patient's mother reported to the FDA that the adhesive from device leaves a rash/wound that oozes. Patient's mother treats the affected area with a prescription strength steroid, trinitrotoluene, obtained by the patient's pediatrician. Date of prescription and medical intervention is unknown. Patient's mother reported that the patient's rash/wounds will not heal without prescription strength steroid. Additionally, it was reported that the patient uses an omni pod. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).